Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain radiating out to legs and feet / heavy pain'), myocardial infarction ('moderately intense heart attack') and multiple episodes of abdominal pain ('severe abdominal pain') in a 45-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), the first episode of abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dermatitis allergic ("allergic reactions on abdomen / on skin"), nasal congestion ("allergic reactions on nose (congested)"), fatigue ("fatigue"), headache ("severe headaches") and poor quality sleep ("poor sleep due to pain"). In (B)(6) 2014, the patient experienced the second episode of abdominal pain (seriousness criterion hospitalization). In (B)(6) 2017, the patient experienced myocardial infarction (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2019 and then for 2 days. The patient was treated with surgery (appendix removed in (B)(6) 2014 and essure removal in (B)(6) 2020). In 2020, the pelvic pain, the last episode of abdominal pain, back pain, dermatitis allergic, nasal congestion, fatigue, headache and poor quality sleep had resolved. At the time of the report, the myocardial infarction outcome was unknown. The reporter considered back pain, dermatitis allergic, fatigue, headache, myocardial infarction, nasal congestion, pelvic pain, poor quality sleep, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: took a lot of medications for 10 years, for pain and allergies. Had ongoing physiotherapy and/or osteopathy treatments. (B)(6) 2017 ¿ had a moderately intense heart attack -> possible cause stress/fatigue. No other reason found, cholesterol was and is fine. Intensive abdominal pain (appendix remova) pain not gone afterwards, heavy pain (urgent hospitalization) not was found, pain not gone, after essure removal all symptoms gone, on (B)(6) 2021 patient has adverse events recovered. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jan-2022: the follow information were included, physician's reporter, patient's details, product indication, stop date, pelvic pain female, heart attack, poor sleep, headache, fatigue, nose congestion, allergic skin reaction, back pain, abdominal pain, previous event medical device removal was deleted and surgery essure removal was move to pelvic pain female. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material was removed') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain radiating out to legs and feet / heavy pain'), myocardial infarction ('moderately intense heart attack') and multiple episodes of abdominal pain ('severe abdominal pain') in a 45-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), the first episode of abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dermatitis allergic ("allergic reactions on abdomen / on skin"), nasal congestion ("allergic reactions on nose (congested)"), fatigue ("fatigue"), headache ("severe headaches") and poor quality sleep ("poor sleep due to pain"). In (B)(6) 2014, the patient experienced the second episode of abdominal pain (seriousness criterion hospitalization). In (B)(6) 2017, the patient experienced myocardial infarction (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2019 and then for 2 days. The patient was treated with surgery (appendix removed in (B)(6) 2014 and essure removal in (B)(6) 2020). Essure was removed on (B)(6) 2020. In 2020, the pelvic pain, the last episode of abdominal pain, back pain, dermatitis allergic, nasal congestion, fatigue, headache and poor quality sleep had resolved. At the time of the report, the myocardial infarction outcome was unknown. The reporter considered back pain, dermatitis allergic, fatigue, headache, myocardial infarction, nasal congestion, pelvic pain, poor quality sleep, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: took a lot of medications for 10 years, for pain and allergies. Had ongoing physiotherapy and/or osteopathy treatments. (B)(6) 2017 ¿ had a moderately intense heart attack; possible cause stress/fatigue. No other reason found, cholesterol was and is fine. Intensive abdominal pain (appendix remova) pain not gone afterwards, heavy pain (urgent hospitalization) not was found, pain not gone, after essure removal all symptoms gone, on (B)(6) 2021 patient has adverse events recovered. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pain radiating out to legs and feet / heavy pain'), myocardial infarction ('moderately intense heart attack') and multiple episodes of abdominal pain ('severe abdominal pain') in a 45-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nasal operation, gonarthrosis, myocardial infarction, basal cell carcinoma and laparoscopy. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), the first episode of abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dermatitis allergic ("allergic reactions on abdomen / on skin"), nasal congestion ("allergic reactions on nose (congested)"), fatigue ("fatigue"), headache ("severe headaches") and poor quality sleep ("poor sleep due to pain"). In (B)(6) 2014, the patient experienced the second episode of abdominal pain (seriousness criterion hospitalization). In (B)(6) 2017, the patient experienced myocardial infarction (seriousness criterion medically significant). The patient was hospitalized on (B)(6) 2019 and then for 2 days. The patient was treated with surgery (appendix removed in (B)(6) 2014 and essure removal in (B)(6) 2020). Essure was removed on (B)(6) 2020. In 2020, the pelvic pain, the last episode of abdominal pain, back pain, dermatitis allergic, nasal congestion, fatigue, headache and poor quality sleep had resolved. At the time of the report, the myocardial infarction outcome was unknown. The reporter considered back pain, dermatitis allergic, fatigue, headache, myocardial infarction, nasal congestion, pelvic pain, poor quality sleep, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: took a lot of medications for 10 years, for pain and allergies. Had ongoing physiotherapy and/or osteopathy treatments. (B)(6) 2017 ¿ had a moderately intense heart attack; possible cause stress/fatigue. No other reason found, cholesterol was and is fine. Intensive abdominal pain (appendix remova) pain not gone afterwards, heavy pain (urgent hospitalization) not was found, pain not gone, after essure removal all symptoms gone, on (B)(6) 2021 patient has adverse events recovered. Removal method: hysteroscopy: on left side device protrudes into the uterine cavity, 4th marker clipped and removed. Right side device not visible in cavity. Laparoscopy: tubae opened, essures completely removed bilateral, then tubectomy bilateral. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-feb-2022: questionnaire - essure device removal: patient information updated (height and weight); patient history updated; removal procedure details. On 9-feb-2022: no new clinical information. On 8-feb-2022: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material was removed') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.